Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported issue was not resolved at this time. Patient stated they will be getting an x-ray, (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 3777-45, serial#: (B)(6) implanted: (B)(6) 2009, product type: lead; product ID: 3777-45, serial# (B)(6) implanted: (B)(6) 2009, product type: lead; product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2014, product type: lead; product ID: 3777-60, serial# (B)(6) implanted: (B)(6) 2013, product type: lead; product ID: 97715, serial# (B)(6), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient reported that when she had her ins devices replaced in 2018, due to normal battery depletion, the doctor said the leads were fine, so they only replaced the ins devices. The patient reported she has been having trouble with her neck, and has tried the stimulator, but it is not helping with the pain in her neck. The patient said it hasn¿t really helped with the neck since she had the ins put in 2018. The patient reported they met with their shoulder doctor (patient broke shoulder and had it replaced after falling in the past) and mentioned her neck to him and an x-ray was done in (B)(6) 2020 that showed the top of the lead was not attached to the cervical spine. Patient then mentioned she has fallen several times in the past, one was really hard where she broke her shoulder (patient did not remember when that was, later said 6 or 7 years ago), and another was more recent (patient did not remember when the fall was) where she fell and hit her neck. Patient mentioned she does not know what fall might have affected the lead, or if it did. The patient was redirected to their healthcare provider (hcp) and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed the ins adjusted because her pain has spread. The patient clarified that the pain has gone up her back into the base of her neck and over her right shoulder. The patient stated she has had several falls this year and thinks it is possible she damaged the ins. The patient did not have her external equipment with her as she was in the process of moving and was unable to locate the equipment. Due to not having the equipment, the patient has not been able to charge the ins. The patient said the issues have been going on for a long time and further clarified that they started in at least the early part of 2019. The patient said she has had about four falls in the last year and they were hard falls. One fall was out of bed. The patient was directed to follow up with her hcp. The patient called back after finding her external equipment and said both screens showed data lost (screen 61). The patient was walked through wetting up the controllers and she confirmed seeing "setup complete - finished." No further complications were reported.